Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had an accept button that was inoperable. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
During follow up with the customer, it was reported that there was no patient involvement when the issue occurred. No patient or user harm reported. The switch pcba was replaced, and the issue was resolved.